Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2016 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection with abscess requiring removal surgery. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2015: (B)(6), md. Radiology-CT abdomen and pelvis with IV and oral contrast. Impression: new bowel perforation, likely perforated diverticulitis with abscess formation within left mid abdomen. Multiple adjacent thick-walled loops of small bowel which is likely reactive. (B)(6) 2015: (B)(6), md. Operative report. Procedure date: (B)(6) 2015 [discrepancy also states (B)(6) 2014]. Pre-operative diagnosis: pneumoperitoneum, suspected perforated diverticulitis. Post operative diagnosis: perforated proximal sigmoid colon with purulent peritonitis. Procedure performed: exploratory laparotomy, hartmann¿s procedure. Date of procedure: (B)(6) 2014 [discrepancy also states (B)(6) 2015 and signed (B)(6) 2015]. Description of findings: purulence throughout abdomen, phlegmon in llq [left lower quadrant] with small bowel adhered to it, dilated inflamed proximal small intestines, perforation in proximal sigmoid. Fascia was thin with atrophied rectus muscles. Minimal adhesions. (B)(6) 2015: (B)(6), md. Procedure report. Impression: diverticulosis. Two polyps. (B)(6) 2015: (B)(6), md. Operative report. Pre-operative diagnosis: colostomy s/p [status post] (B)(6)'s procedure for perforated diverticulitis. Post operative diagnosis: colostomy. Procedure performed: colostomy takedown, proctoscopy. Significant omental adhesions. (B)(6) 2015: (B)(6), md. Radiology-CT abdomen and pelvis with IV contrast only. Indication: hernia. Impression: prominent diastases of anterior abdominal wall musculature with small fat-filled ventral wall abdominal hernia. Appendectomy. Mild splenomegaly. Discussion: marked thinning and diastases of anterior abdominal muscles in midline with small fat-filled ventral wall hernia. Bowel is present anteriorly in region of diastases. No evidence of obstruction. (B)(6) 2016: (B)(6) medical center. (B)(6), md, (B)(6), md. Anesthesia record. Wbc 6.2. Asa 2. Peripheral block for post-op pain management at surgeon¿s request. (B)(6) 2016: (B)(6) medical center. Operative record. Weight 109.2 kg, bmi 34.54. (B)(6) 2016: (B)(6), md. Operative report. Preoperative diagnosis: ventral incisional hernia. Chronic nonhealing wound, anterior abdomen. Postoperative diagnosis: same. Procedure performed: ventral incisional hernia repair with mesh placement, wound excision. First assistant: (B)(6), md ho4. Anesthesia: general endotracheal anesthesia. Estimated blood loss: 20ml. Complications: none. Findings: none. Procedure: ¿after meeting with the patient and going over all risks, benefits, and alternatives, the patient and/or family concurred with the proposed plan, giving informed consent. The site of surgery properly noted/marked. The patient was taken to operating room, and the procedure verified as incisional hernia repair with mesh. The patient was then taken to the operating room. A time out was held and the above information confirmed. General endotracheal anesthesia was then administered and tolerated well. The patient was positioned in the supine position with the both arms comfortably tucked and padded. The patient was prepped and draped in usual sterile fashion and given appropriate preoperative antibiotics in accordance with known allergies and within one hour of incision. We performed and elliptical incision on the midline where his previous wound was present; we excised the wound and were able to enter the abdomen easily through the midline incision. Using cautery we excised the hernia sac; the [sic] defect obtained was 10x20cm. We then raised skin flaps from the fascia, giving ourselves about 5cm of freed fascia on each side. Next dualmesh was brought in and we took 0- maxon u-stitches circumferentially suturing the mesh to the fascial edges that we created, thereby inserting a mesh underlay. We made sure no bowel or omentum was caught in our stitches and closed the defect completely as such. Next we took figure of eight stitches of 0 maxons to close the fascia together which came together nicely without tension. Interrupted 3-0 polysorb dermal sutures were then used to bring the skin together, then a 4-0 monocryl was run subcutaneously to close the skin. The abdomen was cleaned with wet then dry gauze; mastisol and steri strips were then applied. The patient was successfully extubated without any events and taken to the pacu for recovery.¿ complications: none. Dispo [disposition]: floor. Trauma, emergency general & critical surgery attending attestation: I was present and scrubbed for all portions of the procedure. (B)(6) 2016: (B)(6). Implant record. Mesh dualmesh plus 1mmx18x24cm ¿ (B)(6). Inventory item: mesh dualmesh plus 1mmx18x24cm. Serial number: (B)(6). Model/catalog number: 1dlmcp06. Implant name: mesh dualmesh plus 1mmx18x24cm ¿ (B)(6). Laterality: not applicable. Area: abdomen. Manufacturer: w.l. Gore & associates inc. Action: implanted. Number used: 1. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/14098280) was implanted during the procedure. (B)(6) 2016: (B)(6) medical center. (B)(6), md. Pathology report. Accession number: (B)(6). Final diagnosis: skin and soft tissue, abdomen, excision: ulceration with underlying dermal scarring and chronic inflammation. Preoperative diagnosis: abdominal wall hernia. Postoperative diagnosis: abdominal wall hernia. Source/gross: received fresh in a container labeled ¿(B)(6) , gerald gerard¿ and designated ¿chronic abdominal wound¿ and consists of a pink-tan ellipse of un-oriented wrinkled skin (20.2 x 8.4 x 1.9 cm) with a centrally located ulcerative lesion with a red-tan granular surface (8.2 x 2.0 cm) raised, somewhat serpiginous borders. The ulcerative lesion is approximately 2.8 cm from the nearest margin. The underlying surface of the skin and subcutaneous tissue is yellow-tan/white and appears purulent. Representative sections are submitted in cassettes a1-a3. Microscopic: three h & e stained slides from three paraffin blocks are microscopically reviewed. Participating resident: (B)(6), do. (B)(6) 2016: (B)(6), md. Radiology-CT abdomen and pelvis with IV contrast only. Impression: large midline fluid collection at and just deep to anterior abdominal wall musculature, indeterminate for abscess or noninfected surgical collection. Associated with this is high dense material, likely surgical mesh. Indication: abscess, abdomen, soft tissue. Findings: has been interval development of fluid collection at midline and just deep to anterior abdominal wall musculature extending from 10 cm above umbilicus to approximately 10 cm below umbilicus measuring 18.4 cm craniocaudal by 7.7 cm tv by 5.8 cm ap. Associated with this is undulating high attenuation material, likely surgical mesh. No gas within this collection making it indeterminate for infected or noninfected collection. Infiltration of mesenteric fat deep to this lesion and infiltration of subcutaneous fat superficial to this lesion either related to prior surgery or inflammation. (B)(6) 2018: (B)(6), md. Radiology-CT abdomen and pelvis with IV contrast only. Impression: resolved mesh repair of anterior abdominal wall with complete or near-complete resolution of fluid associated with mesh. Mesh does appear more calcified on today¿s exam. Possible small subcutaneous fluid collection. Marked fatty infiltration of liver. Discussion: bowel loops normal. Previously described fluid between layers of mesh is completely or near-completely resolved. Mesh dos [sic] appear more calcified than on prior exam. In supra-umbilical region midline in anterior abdominal wall subcutaneous tissues there is a 2.8 x 1.6 cm low-attenuation area which could represent small fluid collection, recommend clinical correlation. (B)(6) 2018: (B)(6), md, resident, (B)(6), md. Operative report. Pre-operative diagnosis: stitch granuloma of abdomen. Post operative diagnosis: same. Procedure performed: wound exploration, excision of stitch granuloma. Name of any assistant(s): (B)(6), md, ho5; (B)(6), m3. Type of anesthesia used: general. Description of findings: granulomatous tissue surrounding fascial vicryl suture material. Procedure: ¿(B)(6) was seen in the pre-operative holding area. The risks, benefits, complications, treatment options, and expected outcomes were discussed with the patient. The patient and/or family concurred with the proposed plan, with a signed informed consent. The site of surgery properly noted/marked. The patient was taken to the operating room and placed in supine position on the operating table, identified as (B)(6) and the procedure verified as wound exploration. Prior to induction of general anesthesia, antibiotic prophylaxis was administered, bilateral sequential compression stockings were applied. General endotracheal anesthesia was induced. The patient was then prepped and draped in the usual sterile fashion. A timeout was performed, confirming the patient, procedure, as well as informed consent. Skin incision was made encircling the area of granuloma and was deepened into the subcutaneous tissue and the fascial layer. At this time we noticed an area surrounding the previous vicryl suture that was thickened and indurated. This excised and sent for pathological examination. Wound was irrigated thoroughly with saline. Prior to closure of the wound a small pocket of pus was seen draining from subfascial plane. This was drained and the cavity was thoroughly irrigated again. Subcutaneous layer was closed with 3-0 vicryl un dyed suture and skin was approximated with 2-0 prolene in interrupted fashion. No packing was left in the wound since we had approximated the skin very loosely.¿ estimated blood loss: minimal. Specimen(s) removed: ID: 1: anterior abdominal wall ¿ scar tissue. Type: tissue. Source: tissue. Tests: pathology examination surgical. Collected by: (B)(6), md. Time: (B)(6) 2018 0810. Complications: none. Patient tolerated the procedure well. Emergency general surgery attending addendum: I was present for all portions of the procedure. (B)(6) 2018: (B)(6), md. Pathology report. Accession number: (B)(6). Final diagnosis: skin and soft tissue, anterior abdominal wall, resection: ulcer, fibrosis, and mixed acute and chronic inflammation. Preoperative diagnosis: infected abdominal wall mesh. Postoperative diagnosis: infected abdominal wall mesh. Source/gross: the specimen is received in a single container labeled ¿(B)(6)" and designated as ¿anterior abdominal wall-scar tissue¿. The specimen consists of two fragments of pink-tan wrinkled skin measuring 2.3 and 2.5 cm in greatest dimension. Also within the container are three fragments of pink-tan soft tissue ranging from 0.4 to 1.6 cm in greatest dimension. The skin surface is remarkable for areas of red-tan hemorrhage. No discrete necrosis is grossly identified. Representative sections are submitted into cassette labeled a1. Microscopic: microscopic examination performed. Participating resident: (B)(6), md. (B)(6) 2018: (B)(6), md. Radiology-CT abdomen and pelvis with IV contrast only. Impression: anterior abdominal wall mesh redemonstrated. More fluid seen surrounding mesh than on previous examination. Minimal infiltration of surrounding mesenteric fat. Focal fluid collection in anterior abdominal wall redemonstrated slightly smaller. Hepatic steatosis. History: infection, abdomen-pelvis. Findings: mesh is again present in anterior abdominal cavity. More fluid present around mesh than on previous examination with encapsulated peri-mesh fluid measuring approximately 3.4 x 1.5 cm. Minimal infiltration of fat adjacent to mesh. Bowel unremarkable. Small fluid collection in supraumbilical region decreased in size from previous study. (B)(6) 2018: (B)(6) medical center. (B)(6), crna, (B)(6), md. Anesthesia record. History of hypertension. Never smoker. Wbc 6.9. Asa 2. Much more comfortable after transversus abdominis plane block. (B)(6) 2018: (B)(6) medical center. Operative record. Weight: 108.9 kg, bmi: 33.94. (B)(6) 2018: (B)(6), md, (B)(6), do. Operative report. Indications: infected abdominal mesh, ventral hernia. Pre-operative diagnosis: infected abdominal mesh, ventral hernia. Post-operative diagnosis: large infected mesh with frank purulent fluid, ventral hernias, very thin fascia. Procedure: excision of surgical scar, exploratory laparotomy, mesh excision, lysis of adhesions, tissue rearrangement with creation of fascial flaps, ventral hernia repair with biologic mesh (phasix). Assistants: (B)(6), md hov; (B)(6), md hoiii; (B)(6) m3. Procedure details: ¿the patient was seen in the holding room. The risks, benefits, complications, treatment options, and expected outcomes were discussed with the patient. The possibilities of reaction to medication, pulmonary aspiration, perforation of viscus, bleeding, recurrent infection, the need for additional procedures, failure to diagnose a condition, and creating a complication requiring transfusion or operation were discussed with the patient. The patient concurred with the proposed plan, giving informed consent. The site of surgery properly noted/marked. The patient was taken to operating room #(B)(6), identified as (B)(6) and the procedure verified as ventral herniorrhaphy. A time out was held and the above information confirmed. The patient was placed supine. After establishing general anesthesia, the abdomen was prepped and draped in standard fashion. We made vertical midline incision, excising the previous scar. Dissection was carried down to the fascia. Fascia was entered, freeing up the intraabdominal adhesions to the fascia. A mesh was then identified. This was previously placed dual mesh with a purulent fluid collection adherent to it. This [sic] was excized [sic] and sent to pathology. Intact fascia was identified circumferentially around the defect. The [sic] intraabdominal adhesions were then taken down with electrocautery, freeing up space for new mesh. We then irrigated the abdomen with copious amount of irrigation. We then measured our defect which was about 16 cm in length. We raised flaps between fascia and subcutaneous tissues allowing for good overlap of the defect by mesh. We chose 20 x 25 cm biologic phasix mesh. This was sutured to the fascia in an underlay fashion with #0 interrupted maxon stitches circumferentially. Fascia was closed with #1 looped maxon sutures. We then decided to place a wound vac over the incision given the gross contamination from the infected mesh. Instrument, sponge, and needle counts were correct prior to closure and at the conclusion of the case. Findings: infected mesh, abscess cavity, ventral hernia.¿ estimate blood loss: 50 ml. Specimens: ID: 1: mesh. Type: other. Source: other, specify source. Tests: pathology examination, surgical. Collected by: (B)(6), do. Time: (B)(6) 2018 1333. ID: 2: hernia sac. Type: tissue. Source: tissue. Tests: pathology examination, surgical. Collected by: (B)(6), do. Time: (B)(6) 2018 1348. ID: a: abdominal wound. Type: other. Source: abdomen. Tests: anaerobic with aerobic culture, gram stain, aerobic culture, miscellaneous. Collected by: (B)(6), do. Time: (B)(6) 2018 1333. Implants: phasix mesh. Complications: none; patient tolerated the procedure well. Disposition: pacu ¿ hemodynamically stable. Condition: stable. I was present for the entire procedure. Patient at risk of intra-abdominal infection given the frank purulent fluid noted in the mesh pocket. Total surface area for tissue rearrangement and vac placement is greater than 50 sq cm. (B)(6) 2018: (B)(6). Implant record. Implants. Mesh dualmesh plus 1mmx18x24cm ¿ (B)(6). Inventory item: mesh dualmesh plus 1mmx18x24cm. Serial number: (B)(6). Model/catalog number: 1dlmcp06. Implant name: mesh dual plus 1mmx18x24cm ¿ (B)(6). Laterality: not applicable. Area: abdomen. Manufacturer: w.l. Gore & associates. Action: explanted. Number used: 1. Mesh phasix 20x25cm st ¿ (B)(6). Action: implanted. (B)(6) 2018: (B)(6) medical center. (B)(6), md. Pathology report. Accession number: (B)(6). Final diagnosis: a. Mesh, removal: consistent with mesh (gross examination only). B. Soft tissue, hernia sac, excision: benign fibroadipose tissue with focal areas of acute and chronic inflammation consistent with hernia sac. Embedded mesh material present. Preoperative diagnosis: infected abdominal mesh, ventral hernia. Postoperative diagnosis: infected abdominal mesh, hernia. Source/gross: the specimen is received in two parts, both fresh and labeled ¿(B)(6)¿. Part a is designated ¿mesh¿ and contains hernia mesh that is white-tan (20.5 x 7 x 0.1 cm). There is no grossly apparent growth on the mesh. This is for gross examination only. No section will be submitted for microscopic examination. Part b is designated ¿hernia sac¿ and contains morcellared fragments of pink-tan soft tissue (8 x 6.5 x 2 cm). Sectioning reveals fibroadipose tissue with areas of dense fibrous tissue. No clearly necrotic or abscess tissue is identified. There are no portions of bowel identified. Representative sections of the tissue are submitted in cassette b1. (B)(6) 2018: (B)(6) medical center. (B)(6), md. Radiology-CT abdomen and pelvis with IV and oral contrast. Impression: large loculated fluid collection with rim enhancement in anterior abdomen in region of recent mesh resection, suspicious for abscess. Several thick-walled, edematous, and inflamed loops of bowel in anterior abdomen, deep to previously described abscess. Adynamic ileus. Fatty liver. Splenomegaly. Small bilateral renal cysts. Partially loculated pelvic fluid. Small ascites. Indication: abdominal pain. Discussion: there is an irregular, rim-enhancing fluid collection in anterior abdomen at site of prior mesh, suspicious for abscess, measuring 12 cm transverse x 5.3 cm anteroposterior x 20 cm craniocaudal. This fluid collection is deep to open anterior abdominal wall wounds. No oral contrast extravasation seen into this fluid collection to suggest fistula with bowel. Multiple thick-walled, inflamed, edematous loops of small bowel deep to this presumed abscess, as well as mesenteric edema and swelling, suspect inflammation/infection. Mild adynamic ileus. No small bowel obstruction or perforation. Small amount of bilateral paracolic gutter and pelvic fluid with partially loculated fluid between rectum and urinary bladder measuring 5.7 x 2.2 cm. Small fat filled bilateral inguinal hernias. (B)(6) 2018: (B)(6), md, (B)(6), do. Operative report. Pre-operative diagnosis: biliary dyskinesia. Post-operative diagnosis: same. Procedure performed: laparoscopic cholecystectomy. Name of assistant (s): (B)(6), md hov; (B)(6), md hoii. Type of anesthesia: geta [general endotracheal anesthesia]. Description of findings: significant adhesions to lower midline. Area surrounding liver and gallbladder clear of adhesions. Normal anatomy. Estimated blood loss: minimal. Specimen(s) removed: gallbladder sent to pathology. Complications: none. Drains: none. Indications: (B)(6) is a 60 y.o. [Year old] male who presents with biliary dyskinesia. He is here today for cholecystectomy. Procedure details: ¿the patient was seen in the pre-operative holding area. The risks, benefits, complications, treatment options, non-operative alternatives, expected recovery and outcomes were discussed with the patient. The possibilities of reaction to medication, pulmonary aspiration, injury to surrounding structures, bleeding, recurrent infection, the need for additional procedures, failure to diagnose a condition, and creating a complication requiring transfusion or operation were discussed with the patient. The patient concurred with the proposed plan, giving informed consent. The site of surgery was properly noted/marked if necessary per policy. The patient has been actively warmed in pre-operative area. Pre-operative antibiotics have been ordered and given within 1 hour(s) of incision. Venous thrombosis prophylaxis has been ordered including bilateral sequential compression devices. Following induction of general anesthesia the abdomen was prepped and draped in the usual sterile fashion. Access to the peritoneal cavity was gained using the veress needle at palmer¿s point. Pneumoperitoneum was established at 15 mm hg. A 5 mm optical viewing trocar was placed under direct visualization. Diagnostic laparoscopy was performed and confirmed no injury to the structures underlying the trocar site. There were adhesions in the inferior midline at the prior hernia repair site. There was a clear area in the right periumbilical region. A 5 mm trocar was placed under direct visualization. There were no significant adhesions along the liver or gallbladder. Two additional 5 mm trocars and one 11 mm trocar were placed in the upper abdomen under direct visualization. The gallbladder was grasped and retracted in a cephalad manner. Dissection was performed at the junction of the gallbladder and cystic duct. The cystic duct was dissected out. Cholangiography was not performed. The cystic duct was secured with 2 clips proximally, one distally and divided. The cystic artery was similarly clipped and divided. The gallbladder was dissected off the liver bed with electrocautery. The specimen was retrieved with an endocatch bag. Irrigation was performed of the operative area. The suture passor [sic] with polysorb suture was used to close the subxyphoid trocar site under direct visualization. The trocars were removed and the pneumoperitoneum released. Skin incisions were closed with 4-0 monocryl and octyl was applied. Disposition: the patient was awakened from anesthesia and transported to recovery in stable condition. The attending of record, dr. (B)(6), was present and scrubbed for the entirety of the operation. There were no immediate complications.¿ I was present for entire procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding . H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 14098280. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.